Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging experienced cough all the day related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the first attempt to have the device and components for evaluation, the customer responded that the device had been returned to philips, but the evaluation has not yet been completed. The manufacturer is currently submitting an updated report. Once the evaluation is finished, a follow-up report will be filed. Section h6 updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing a cough all day. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.